Event description:
Routine complaint investigation when a consumer reported receiving high readings. Through conversation with the customer, it was discovered patient meter was not properly calibrated. Based on the calibration codes, readings obtained using the mismatched product, when plotted on a clark error grid, show the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.